Event description:
The customer reported oil mist "haze." It is not known if there were any physical complaints related to the oil mist. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The fse tested the unit and found it operating to manufacturer specifications. This issue has been addressed with a customer letter related to correction and removal.